Event description:
Device 1 of 2. Reference: 1627487-2011-04163. The pt received her scs system on (B)(6) 2011. It was reported the pt was able to turn up the amplitude, but no stimulation was felt. It was reported the pt does not use the scs system every day. The sjm representative spoke with the pt's husband and advised them to try other programs on the programmer, and to contact for physician follow up, if this did not resolve the issue. Follow up from the representative revealed there has been no response since this event.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.